Manufacturer narrative:
The manufacturing, sterilization and lot history records were reviewed and found to be acceptable. Additional information has been requested. The investigation is ongoing.

Event description:
A user facility in (B)(6) reported a foreign material in the patient's eye during surgery. Before starting phacoemulsification, upon inserting the handpiece into the eye, the surgeon noticed a white, soft material flow out from the handpiece. The surgeon was able to aspirate the foreign material from the patient's eye. None of the products were replaced during surgery and the surgery was completed without complications. At first day post op, the patient was normal with no adverse reaction.

Manufacturer narrative:
Visual inspection of the returned product found the assembly was dirty with fluid in the lines and collection cassette. The fluid was drained and vacuum filtered through a 0.45 micron filter. Microscopic examination of the filter found only organic substances and no white particle was found. Microscopic examination of the tubing, connectors and collection cassette found no physical damage or obvious missing material. The source and origin of the particle cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.